Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-00439. Related manufacturer reference number 3006705815-2021-00440. It was reported that patient experienced infection. Imaging studies did not reveal any infection at stimulator sites, however, patient reported: muscle weakness and pain. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.